Event description:
It was reported that the intellivue x3 indicating that unit was receiving a speaker malfunction inop and there was no sound coming from the speaker. The device was not in clinical use at the time of the event, so there was no patient involvement.

Manufacturer narrative:
The following functional tests were performed: at bench it was determined that the device was giving a speaker malfunction inop and it was completely out of sound. The speaker assembly was ordered and replaced. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational after replacing the speaker. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.